Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented for an implant surgery. During the procedure, a new lead was attempted to be implanted in the ventricular chamber. It was found that the guidewire was unable to be fully inserted. The lead was exchanged and the procedure was completed successfully. The patient was stable.

Manufacturer narrative:
A complete lead was returned in one piece measuring 59.5 cm. Stylet insertion test found restriction at the proximal region of the lead. Destructive analysis found blood/body fluid inside the inner coil consistent with the reported event. The reported event of ¿the wire could not be fully inserted into the tip of the lead¿ was confirmed.